Manufacturer narrative:
The lead was not available for analysis. The analysis is therefore based on the check of the production documents of the devices and the analysis of the ICD itself. The returned ICD was visually checked after its receipt, and no irregularities were detected. The initial interrogation confirmed the clinical observation and the device could no longer be interrogated. In the next step, the ICD was opened, and the internal structure was examined. Damage to the fuse that separates the battery from the electronic module and to the final shock stages was detected. These damages are with high probability the result of a shock delivery into an external low-ohmic shock path. Due to the damage to the module, the ICD could no longer be interrogated. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation, which leads to low-ohmic contact of the high-voltage conductors. The manufacturing process of these devices was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test of the ICD documented proper device behavior. There were no indications of a material defect or manufacturing error. In summary, the analysis of the ICD showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. The triggering of an electrical fuse led to separation of the electrical module from the battery and, subsequently, to the clinical observation. This is not a malfunction of the ICD.

Event description:
Ous MDR - this ICD was explanted and replaced because it could not be interrogated. It was suspected that the associated rv lead had a fracture. The rv lead was capped and this device explanted.